Event description:
It was reported by service report that the weld was broken on the side rail which prevented it from latching. It is unknown if there was patient involvement; however, no adverse consequences were reported.